Event description:
It was reported that the ventilator had an error code indicating primary alarm failed. There was no patient involvement. The customer will send the unit in for bench repair. Further information is pending.

Manufacturer narrative:
A speaker assembly was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed, and the product analysis technician reported that the root cause was due to failure of speaker coil.

Manufacturer narrative:
The unit was sent in for bench repair. The bench technician confirmed the reported issue and found that one of the speakers was malfunctioning. The repair is pending completion.

Manufacturer narrative:
The bench technician replaced the speaker to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested, and no abnormality was confirmed. Based on the information provided and/or service performed, the alleged malfunction was confirmed.